Event description:
The customer contact reported no flow. The secondary tubing set was being used for piggyback delivery of an unspecified antibiotic via an unspecified pump. It was reported that the secondary tubing set was connected to the primary tubing set and the primary solution container was lowered below the secondary solution container. After an unspecified length of time, the nurse found the antibiotic had not delivered. The secondary tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel.